Manufacturer narrative:
The stent remains in the pt. There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device as listed in the xact carotid stent system instructions for use. A review of the device lot history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during procedure. It was reported that during a left internal carotid artery xact stenting procedure, the pt developed hypotension. It is currently unk if and when blood pressure stabilized to baseline. Six days post procedure, the pt fell at home and was re-hospitalized in 2009. There was no injury sustained from the fall. The pt was discharged three days later. Though requested, no additional information has been provided.